Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent bolus requests were not entirely delivered. Blood glucose reached mid 400's mg/dl. Reportedly, no alerts or alarms occurred that would have suspended insulin delivery. Additionally, customer acknowledged review of pump history with tandem technical support (cts), which revealed that all bolus requests were delivered and insulin on board reflected requested boluses. However, customer maintained that pump was not delivering correctly. Although requested by cts, customer declined to upload pump data logs for review. Customer reverted to manual injections for alternate insulin therapy.